Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not communicating. A technical support specialist (tss) replaced the database, after which no further issues were reported. Tss also confirmed that the development team was working with the server and that caused a communication failure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or3 was not communicating with the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.